Event description:
On (B)(6) 2012 the patient reported that there is wetness both under and outside of the self-adhesive of the infusion set headset. She believes the headset is leaking insulin. On (B)(6) 2012 her blood glucose was elevated to 271 mg/dl and she smelled insulin and saw that her clothes were wet. Her normal blood glucose level is in the 100's mg/dl. She bolused to lower her blood glucose. Today, (B)(6) 2012, she noticed wetness at the infusion site and she felt that her blood glucose was elevated because she was sweaty. She changed the infusion set and bolused. She stated she changes the headset every 3 days and she does hear an audible click when attaching the headset to the infusion tubing. The patient did not require treatment from a healthcare professional or second party to address the issue. The infusion sets were replaced and requested to be returned for evaluation.

Manufacturer narrative:
The complaint describing a leak on the head set cannot be verified, the head set meets product specifications. The two unopened returned samples were visually inspected and tests for flow and tightness were performed. All test results were within specifications.